Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient underwent bilateral photo refractive keratectomy (prk). Three months after the surgery, the patient was found to have a visually significant over correction in both eyes. The patient is currently wearing a bifocal spectacle prescription to correct for farsightedness. An appointment is scheduled for the six month post-op timeframe, and at that time they will consider whether additional treatment is indicated. There are two medical device reports for this patient. This report addresses the patient's right eye.